Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from february 18, 2020 - february 19, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation which showed an infusor device containing no fluid in the bladder. Due to the nature of the returned sample, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 48 hours; however, the actual infusion took 69 hours to complete. The set was filled with 5-fluoruracil plus 0.9% normal saline for a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.